Event description:
The pt used the suspect device to check blood glucose. The pt obtained a result of 493 mg/dl. The pt then injected a "double dose" of humulin r insulin. About three hours later the pt's family member found pt incoherent. Paramedics were called and the pt was transported to the hospital. The pt's blood glucose was 17 mg/dl on a hospital meter. The pt was admitted for two days. Treatment type and info was not reported.